Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the ER and was admitted for pre-sycopal dizziness. The patient is a pacemaker dependent. The patient was check and it was discovered noise problems on the rv and ra leads. With arm movement there was inhibition of rv pacing. Multiple nsrvo and noise induced ams episodes. It was believed to be insulation break from subclavian crush. On (B)(6) 2017, the rv and ra leads were explanted and replaced. The patient was asymptomatic during and after the lead revision. The patient was stable both in the recovery room and on the next day pre-discharge check.

Manufacturer narrative:
A partial lead with the distal tip measuring 54.5cm was returned. Full breached insulation degradations were noted at 4.0, 6.0, and 6.1 cm from the distal tip. This is consistent with the observation from the field of noise.